Event description:
Complainant alleged that while attempting to monitor a pt, the device was connected to an extension cable which was connected to the power cord of the device and flames were seen coming from the extension cable. Complaint indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.